Manufacturer narrative:
Patient info not known at the time of filing. Serial / UDI / lot number not known at the time of filing. No device was returned to the manufacturer for analysis. H4) device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the spine clamp has a damaged screw thread. The site was still able to complete the procedure with back-up products. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The device was received and analyzed. The adjustment screw of the returned clamp is intact and functional. The head of the screw had tool marks around it, but the hex head is also intact and functional. No problem found. If information is provided in the future, a supplemental report will be issued.